Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. No unlocked /lcd keypad connector during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the act button was responding intermittently. Insulin pump would be replaced.